Manufacturer narrative:
Based on the additional information received, no allegation of a device malfunction was reported and the root cause of the intra-operative explant can be reasonably attributed to patient factors that precluded adequate repair with an annuloplasty ring, in line with livanova's clinical experience. As such, the event is not related to a deficiency of the device and, therefore, no further investigation is warranted at this time.

Event description:
The manufacturer was informed on this event through the device tracking department. On 07 feb 2020, a memo 3d #32 was implanted and explanted intraoperatively. No complaint received from the site regarding this event. Per additional information received, the ring was explanted intraoperatively due to a failed repair, ultimately converted to a full valve replacement. The ring was discarded. The pre-operative diagnosis was of severe, symptomatic mitral insufficiency. The op note reports that there was a ruptured p2 chord, and a repair of the valve was initially attempted to ameliorate the insufficiency. After the implant of the 32 memo 3d ring, "saline testing at this point showed that there was an asymmetric billowing of a1 and a2 that had not been appreciated and there was a significant leak. The ring was removed and the anterior leaflet excised. A 31 mm medtronic mosaic porcine tissue valve was implanted". The patient was not adversely impacted by the event based on the report received.

Event description:
The manufacturer was informed on this event through the device tracking department. On (B)(6) 2020, a memo 3d #32 was implanted and explanted intraoperatively. No additional information is available at this time. No complaint received from the site regarding this event.